Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment was damaged and pieces was missing. Customer¿s blood glucose level was 196 mg/dl. The customer states that the reservoir was locked in place but half. The customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per health care professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with broken half of reservoir tube lip, however test reservoir able to lock/click into place properly.